Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. However, the up arrow button on the insulin pump had intermittent button response due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly. Customer changed the battery and the pump did not work all night. Customer stated that it seems to be working in the morning. Customer went back to give a bolus and the number kept spinning. Customer stated that the buttons were unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.